Event description:
On september 4, 2024, nakanishi became aware of a handpiece overheating through a complaint input into the complaint database by a distributor ((B)(4)). Details are as follows: - the event occurred on (B)(6) 2024. - the dentist was removing an old gold bridge on a patient using the z95l handpiece (serial no. (B)(6)) - during the procedure, the handpiece overheated, and the patient received a thermal burn injury to the inside of their left cheek. - the patient has had a follow-up visit to the dentist after the incident and is reported to have healed fully without need for any additional medical treatment.

Manufacturer narrative:
The dentist refused to provide information about the patient's weight, ethnicity, and race. Further inspection of the handpiece involved in the adverse event for cause by nakanishi is no longer possible because the handpiece was serviced by the distributor (((B)(4)) and returned to the user. Due to the device not being returned from the distributor, nakanishi examined the device history record (DHR) for the subject z95l device [serial no. (B)(6)]. As a result of the examination, the DHR indicated that no problems occurred during manufacturing and testing of the subject device.